Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a mechanical problem with the inner shaft of the delivery system. The delivery system tether was cut apart. Air bubbles were found in the delivery system device cup during flushing. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup. Articulation could not be performed as the device could not be recaptured due to the tether being cut. Deployment could not be performed due to the tether being cut not allowing the device to be recaptured in the device cup. There were air bubbles noticed during flushing in the device cup due to a breach in the flush lumen of the inner shaft at 4.7 cm from the distal end of the recapture cone. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 28-jun-2022 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: (B)(6) 2021. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: (B)(6) 2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) when the tether was pulled, dislodgement of the ipg was confirmed under fluoroscopy. The entire system was removed and many adhesions of thrombus were confirmed. It was noted the physician confirmed the patient may be prone to developing thrombus. Resistance was felt when flushing with saline to remove the tether. The leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.